Event description:
Boston scientific received information that this lead displayed undersensing, loss of capture, pacing not delivered when required, and low amplitude measurements. Under fluoroscopy the lead was noted to have fractured; lead body damage was also noted. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.